Event description:
A 12x150mm camera port made by applied medical: the camera port was placed and docked to the robot. The camera was removed to be cleaned the port also came out and we lost insufflation. It was immediately noticed that the port was a lot shorter. After a manual examination of the incision we realized the port had broken in half. We undocked the robot and removed all remaining pieces of the port. Put a new port in and finished the surgery. Trochar - (B)(6) 2017.